Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) a tech accidentally flushed the helium tubing, water subsequently entered the balloon pump console. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Addition information poc: (B)(6). Additional information at this time the incident occurred after the customer accidentally connected the balloon catheter extender to a saline bag, allowing saline to enter the patient interface module. During the incident, the patient was stable and the physician decided not to use another balloon. A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the patient interface module (0997-00-1178). The unit passed all calibration, functional and safety tests. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.